Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received no motor movement or negligible movement and retries to free a stuck motor failed (pump error 38 alarm). Troubleshooting was performed. The customer was able to clear the alarm successfully and stated that the pump rewind was not completed. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and will be returned for analysis.

Manufacturer narrative:
Pump error 38 alarm, rewind test failed, unable to rotate noted during testing. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Successfully downloaded history files and traces using thus. Pump error 38 confirmed in the history file on 10/28/2023 15:27:37.000. Pump error 38 alarm due to jammed and damaged motor slide pad on home sensor, unable to rotate freely due to debris, motor slide found stuck. Pump was cut open to perform visual inspection and found moisture damage on pcba 1, pcba 2, motor, keypad flex, harness assembly vibrator and corroded battery tube. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: moisture damage, overlay scratched, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, keypad overlay texture damage, missing display window/cover, battery tube threads - cracked, cracked case (battery tube), cracked case-corner of belt clip rails, cracked case, scratched case, scratched lcd window (minor scratches), cracked belt clip rails, label damage (stained serial number), corroded battery tube and debris in motor slide threads. Pump error 38 confirmed in history files and during testing. Pump error 38 alarm due to debris/dried substance on motor threads and jammed motor slide pad on home sensor. Cosmetic damage was confirmed at the front and back of pump. Exposed to moisture confirmed at pcba 1, pcba 2, motor, keypad flex and harness assembly vibrator. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.